Event description:
Customer reported that pump declared alarm 20 during operation. There was no reported impact to the customer¿s blood glucose level. Customer was unable to resume insulin therapy after attempting to load a new cartridge, as the cartridge alarm recurred. Tandem technical support assisted by confirming a replacement pump will be shipped. Customer will use mdi as backup therapy and has been instructed to return the problematic pump with a pre-paid label.